Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of burning, itching, face rash, infection, soreness, redness, slight hardness, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of burning, itching, face rash, infection, soreness, redness, slight hardness, and swelling as follows: precautions for use "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected by another physician to the marionette lines with juvederm voluma lidocaine. An unspecified amount of time later the patient developed "burning, itching face rash." A company healthcare professional spoke with the treating physician and notes the event "sounds like an infection." In addition, the patient developed "sore/burning/red slightly hard and swollen areas where filler was used, no lumps or nodules of product." The company healthcare professional has advised the treating physician to prescribe antibiotics and anti inflammatory and suggests "potential dissolving of product maybe necessary." Symptoms are ongoing.